Manufacturer narrative:
Concomitant product(s): pri tubing; 8100; 60ml syringes, therapy date (B)(6) 2017. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that an infusion stopped unexpectedly was confirmed. Physical inspection showed that the left iui had dried fluid residue on the contact points of the pins. The right iui had dried fluid residue and contamination forming on the pins. Dried fluid which could be indicative of a medication spill was observed on the iui housing. Review of the syringe module error log confirmed that the reported error code 357.2040.5 occurred at power on. It is a ¿log only¿ event and will not cause the system to stop infusing. Review of the pcu event log showed that a channel disconnect occurred on (B)(6) 2017 at 10:29 am; the user confirmed the disconnect. Functional testing including manipulation of the mating iuis failed to replicate a channel disconnect. The proximate cause for the customer¿s report of the infusion stopping unexpectedly is a channel disconnect. The root cause was not identified.

Event description:
The customer reported an infusion of trepreostinil 60 ng/kg/min (2.25 ml/hr) had stopped infusing unexpectedly. The infusion knowledge portal data was reviewed by the customer and there was no alarm recorded; however, the error code 357.2040.5 was recorded in the device event logs. There was no report of patient harm.